Manufacturer narrative:
The glidescope titanium lopro t4 blade was replaced for the customer. The blade was returned to verathon for evaluation. The technical support representative connected the returned blade to a test video cable and test monitor, initially the image was display as expected. However, the technical support representative was able to duplicate the reported intermittent image when the video cable was manipulated near the connector on the returned blade. Upon review of the device history for the serial number (B)(4) , it was determined that the device was manufactured on 09/18/2014 and the one (1) year warranty period has expired. In addition, the glidescope titanium reusable and spectrum single-use operations and maintenance manual (omm) states the expected product life for the reusable blades is three (3) years or the specific number of disinfection cycles based on the method of disinfection, as outlined in the omm. In this case the blade was past the three (3) year expected product life. Since there are no repairs available for the titanium lopro blades and the customer received a replacement blade the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would flicker and cut out when the blade is connected. Reportedly the issue was isolated to the blade. A second glidescope system was used to complete the procedure, reportedly there was a four (4) minute delay while the second device was prepared. No harm to patient or user was reported.